Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent capture was noted on electrocardiogram (ECG). Atrial capture could not be confirmed. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.